Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of two (2) homechoice cassettes without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The renal therapy service agent assisted the patient once to re-start with all new supplies. There was nothing found that could have caused or contributed to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.